Event description:
The liftem tipped to the side when pt was positioned in the sling; stated that they were unable to determine cause of the incident but stated it could possibly be user error; informed that two staff member were injured.